Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that via phone call that the insulin pump had motor error alarm. The customer's blood glucose level was 238 mg/dl at the time of incident. Troubleshooting was performed and customer reported that the drive support cap was protruded. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. No loose drive support disk anomaly noted. (B)(4).